Event description:
Using heating pad on chest while sleeping. Woke to severe pain, there was large burn water blister on my chest. Wound was very painful. Heating pad was very hot especially near where cord connects to the pad. Wound was very painful and wasn't healing well. Went to doctor on (B)(6) 2022 they put me on antibiotics and did a wound culture. Culture was negative. I have a raised scar that continues to have pain and am seeing my doctor at (B)(6) on (B)(6) 2022 to check why I am still having pain from the burn. I have pictures of burn. FDA safety report ID #(B)(4).